Manufacturer narrative:
The account adjusted the brake caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the brakes were sticking. No pt impact.